Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the device would not oscillate and the pins in the positioning ring were damaged. It was further noted there was damaged and corroded internal components. The assignable root cause was determined to be due to due to improper handling and immersion. This is further defined as misuse, abuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a sliding humeral osteotomy and pelvic fracture surgical procedure on a canine, it was observed that the sagittal saw attachment device would not secure the saw blade device. According to the report, everything looked correct after locking in the saw blade device but the sagittal saw attachment device would not work and would only make a high-pitched noise. It was further reported that the device had been cleaned and oiled but yielded the same result. There was a five minute, non-case inhibiting delay. It was reported that the procedure was successfully completed with a spare device and internal fixation. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.